Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found visual inspection of the lead found two external insulation abrasions breaching the right ventricular cable lumen with intact inner coil lumen and etfe cables coating at the distal region. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.